Event description:
Reference number (B)(4). Event occurred in portugal it was reported that the patient went to emergency room on (B)(6) 2026 due to sick, heart palpitations, event caused by a bent cannula. The site of insertion was on belly. The infusion set was in use for one day. The patient was hospitalized for less than twenty four hours due to hyperglycemia, with a blood glucose level of 360 mg/dl on admission and was treated with intravenous (IV) insulin. The patient tested positive for ketones, measuring 1.6 mmol/l initially, which later increased to 2.1 mmol/l within a few hours. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 04/feb/2026 against "lot number" "6013758" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The review confirmed that lot 6013758 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 04/feb/2026 against "lot number" criteria equal "6013758" and similar malfunction codes: soft cannula found bent upon removal from infusion site, soft cannula bent (no harm), soft cannula bent/kinked/crimped after removal - reduced flow, soft cannula bent/kinked/crimped after removal - blockage, soft cannula and introducer needle found bent/kinked during insertion, unable to use, soft cannula found kinked upon removal from infusion site, soft cannula found crimped upon removal from infusion site. The count of complaints is 1. The complaint number is (B)(4). Device history record (DHR) review: the lot 6013758 was manufactured according to the work instruction (wi) version 82 and packaging in the multivac 12, on 11/jun/2025 with a total of (B)(4) units. The sub-assembly of the lot 5f01519 was manufactured according to the wi version 30 and manufactured in quickset line, on 11/jun/2025, with a total of (B)(4) units. The sub-assembly of the lot 5f01520 was manufactured according to the wi version 30 and manufactured in quickset line, on 12/jun/2025, with a total of (B)(4)units. The device history record (DHR) was reviewed in accordance with applicable manufacturing and quality procedures. All required in process inspections and final product tests were completed and met the specified acceptance criteria. During the on line inspection for sub assembly 5f01520, test 7, one sample exhibited a flow failure. As required by established procedures, an extended sampling was performed, and the results were acceptable. No deviations, nonconformances, or equipment related maintenance events were identified that correlate with the condition reported in the complaint. Conclusion the DHR review confirms that the product was manufactured in compliance with applicable manufacturing and quality requirements. The isolated flow failure observed during on line testing was appropriately managed through extended sampling, which yielded acceptable results. No manufacturing or equipment issues were identified that could have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Retain samples testing: retain samples from the relevant lot were requested and tested in accordance with approved procedures: wi - guidance for visual testing for complaints area version 3: all 3 samples tested passed visual inspection. Wi - guidance for functional testing 1 air flow test for complaints area version 2: all 3 samples tested passed. Functional testing for the reported malfunction soft cannula bent/kinked/crimped after removal -blockage. All test results were within specification as documented in the attached 2539631 test report. Conclusion: testing did not confirm the reported issue; no nonconformance identified. Return samples testing: customer confirmed that the sample is not available for return. Conclusion: visual and functional testing could not be performed due to lack of sample availability. Assessment will be based on other available evidence. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Conclusion summary of complaint investigation: as a result of the following a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013758 and related malfunction codes. One complaint was identified for this lot; however, no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. Based on the documentation and reference sample analysis, no manufacturing or quality issues were identified. The record will be closed and monitored through routine tracking and trending. Complaint unconfirmed: following investigation the reported failure could not be confirmed for this complaint.

Event description:
To date no additional patient or event details have been received.